Event description:
This report summarizes 90 malfunction events, where it was reported the devices experienced fluid leaks onto floor. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 89 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device was functionally/visually inspected in the field; no defect or malfunction was found. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
Initially it was reported that there were 2 instances of this hazard/model number combination. Further review of records identified that one record was a duplicate. The number of occurrences summarized have been updated to reflect this.

Event description:
This report summarizes 89 malfunction events, where it was reported the devices experienced fluid leaks onto floor. There was no patient involvement.